Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed battery test. The customer's blood glucose was 180 mg/dl. Customer stated that test the each new battery when inserted and a battery may fail test if it has potential to cause insulin pump to lose power without warning. Customer was advised to if alarm was not cleared the failed battery test alarm will recur with each new battery inserted. Customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test and low battery alert noted.